Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 200 mg/dl, current blood glucose value: unknown mg/dl and reported that low blood glucose based on sensor readings were inaccurate. Troubleshooting was performed and found that the customer was in emergency medical service on december 6th and treated with carbs intake. The insulin pump was used within 48 hours and the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue using the insulin pump. The insulin pump will not be returned for analysis. Updated summary: customer reported the sensor reading was inaccurate. Customer had a low on december 6, 2023. Customer treated the low with orange juice and the paramedics were called. Incident blood glucose value was not given. Pump was used at the time of the low. Per customer, smartguard was used. Updated summary: it was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings. The event involved products are mmt-7040a, mmt-332a, unomed inf set. The customer blood glucose was 40 mg/dl and sensor glucose value were 170 mg/dl at the time of incident. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values which is not within range. Insulin delivery was not suspended due to difference. No further patient complications were reported. The products mmt-7040a, mmt-332a, unomed inf set will not be returned for analysis.